Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The field service representative determined the reed switch was bad and the device was unrepairable. The customer was sent a replacement device.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.